Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently undergoing investigation. A device history record review was performed for the subject device lot. Manufacturer: (B)(4). Date of manufacture date: dec 1, 2011. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine instrument inspection on (B)(6) 2017, the threaded portion of the tip of a holding sleeve was found stripped. There was no reported case or patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed on the returned subject device. The returned instrument was inspected and the complaint condition was able to be confirmed. The first two (2) threads were peeled apart but not broken off from the remaining threads. No definitive root cause was able to be determined; the failure modes are consistent with the application of an off-axis load while engaging a screw. No functional test was possible due to post-manufacturing damage. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. This complaint is confirmed. Replication of the complaint is not applicable as the complaint was visually confirmed. The matrix holding sleeve ¿ long (03.632.036) is one of ten (10) holding sleeves for the matrix spine system utilized during screw insertion (03.632.001, 03.632.024, 03.632.028, 03.632.036, 03.616.042, 03.616.043, 03.632.085, 03.632.123, 03.632.124 and sd03.632.123). The matrix system is covered by three technique guides: matrix ¿ deformity, matrix-degenerative and matrix ¿ mis. Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. Relevant drawings for the returned matrix holding sleeves ¿ long (03.632.036) were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Design change orders (dco) were implemented to address the failure mode of the holding sleeve threaded tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter in order to improve product performance. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.